Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of 429 mg/dl after disconnecting and reconnecting infusion set due to showering. When customer woke up, blood glucose was 300 mg/dl and realized that infusion set was not completely snapped on. Customer was advised to monitor blood glucose. Customer's blood glucose began to lower.